Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the bearings fell out of the attachment device. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the bearings, spacers and the locking bushing had fallen out/missing. It was determined that this was due to the loctite thread locker breaking down over time, causing the locking bushing to become loose and the bearings and spacers to fall out. The assignable root cause was determined to be due to worn out loctite from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.